Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. There was a leak of blood, approximately 5ml, from the analyzer. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the diff (differential) sample line through pinch valve pv55 (vl55). The sample line had developed a hole which caused diluent and blood to flood the floor of the diff mix module. The system performance was verified. (B)(4).